Event description:
It was reported that the ilet displayed alert 41, indicating an insulin delivery mechanism error during a rewind. The user attempted five restarts without resolution, and a replacement device was issued; the event involved an insulin pump mechanical malfunction associated with the insulin drive/shaft component. Symptoms included hypoglycemia with a reported glucose of 54 mg/dl, brief duration outside target, sweating, slight dizziness, and minor facial spasm. Outcomes included self-management with oral carbohydrates and no medical intervention or hospitalization. Investigation included collection of event details, user troubleshooting guidance, and arrangements for device replacement and return for evaluation. Investigation of the returned device revealed a suspected insulin delivery fault consistent with a drive mechanism error during rewind, aligning with previously observed malfunction patterns for the insulin delivery component. It was concluded, based on established assessments for similar reports, that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.